Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 30mm abdominal aortic aneurysm. It was reported approximately 3 months post the index procedure the patient presented emergently with a type ia endoleak and rupture. A chevar procedure and endurant extension was implanted and the event resolved. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.